Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive to touch during priming. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump became unresponsive to touch during priming. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the customers¿ facility to investigate. The issue was able to be confirmed. The service representative reported that the devices were not being returned to livanova for further investigation; however, pictures of the touchscreen were provided. The condition of the touch screens is not very good (dirty, spills of blood and liquid). Upon review of the pictures that were provided the issue is very likely caused by ingress of liquid into the touch and/or the kapton-tail connection. No additional information provided. If additional information is received it will be evaluated for reportability as required. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The root cause of the reported issue is determined to be related to fluid/moisture ingress. Upon review of the pictures that were provided the issue is very likely caused by ingress of liquid into the touch and/or the kapton-tail connection. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.